Manufacturer narrative:
(B)(4). Batch #: u93k0k. Investigation summary: the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed eleven conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts have been made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: what is meant by the device did not ¿was not deploying in a flat manner¿? Did the device not feed the clips into the jaws? F it did feed the clips into the jaws, did the clips feed sideways? What is meant by the clips was" not crimping down on vessel"? Did device fire unformed clips? Or were clips malformed? If yes, were clips not formed completely or were they scissored? Did clips not hold on tissue or vessel? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy, the ligamax clip applier el5ml was not deploying in a flat manner. They were closing at the tip, but not crimping down on vessel as it's supposed to. The clips were closed at the ends, but had a gap in crotch of the clips and they were not scissored. The clips did not hold on tissue or vessel however the clips fed just fine. Opened another device and completed the case. There were no patient consequences.